Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn tube it occurred molding defect and had no draw. The following information was provided by the initial reporter. The customer stated: "during using the tube ,it was found that the tube occurred molding defect and no draw issue. It cannot be used, replace it immediately"

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the MFR report # 3006948883-2022-00179 is being corrected due to confirmation of the event type, changing reportability to a not reportable event. B.5. Event description: it was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn tube, the device experienced no draw, and collapsed tubing. The following information was provided by the initial reporter. The customer stated: "during using the tube, it was found that the tube occurred molding defect and no draw issue. It cannot be used, replace it immediately".

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn tube , the device experienced no draw, and collapsed tubing. The following information was provided by the initial reporter. The customer stated: "during using the tube ,it was found that the tube occurred molding defect and no draw issue. It cannot be used, replace it immediately".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples were functionally test and no issues were observed relating to collapsed or underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode collapsed or underfill . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn tube it occurred molding defect and had no draw. The following information was provided by the initial reporter. The customer stated: "during using the tube ,it was found that the tube occurred molding defect and no draw issue. It cannot be used, replace it immediately"